Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noise and non-sustained tachycardia episodes on the rv channel. A replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected, the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014 the sensing integrity counts up to 5035; with non-sustained ventricular tachycardia (vt) episodes and evidence of lead noise oversensing. The rv pacing impedance measured 4047 ohms; up from the trend of approximately 418 ohms. The rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.